Manufacturer narrative:
The device was returned and evaluated; despite the vagueness of the customer¿s initial allegation (defect), this was confirmed due to a poor condition of the device. Additional findings are as follows: no proper image was shown, as it appeared distorted with noise (the subject could not be recognized); this failure was due to the camera cable defectiveness; the outer sheath of the cable showed numerous signs of significant twisting, and there was impact appearance on the front lens of the coupler. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported by the customer that there was an (unspecified) defect of the olympus visera video system center otv-s7v camera. There was no report of patient harm or injury associated with the event. The device was returned and evaluated, and a faulty cable was found. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that poor communication occurred and ¿noise on the image¿ occurred due to cable failure. It was also determined that the cause of the cable failure is disconnection due to load by distortion of the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.